Manufacturer narrative:
Device history record summary. The documentary research in the batch file shows that no element could explain these reactions all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, biodurden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that approximately 7 months after injection with juvederm ultra plus xc in the "lower face", patient experienced nodules in the lower face. Patient was also injected with juvederm voluma xc in the malar region one week prior to injection with juvederm ultra plus xc. Symptoms presented following a shoulder surgery. Patient was treated with hyaluronidase and has been since referred to a dermatologist. Patient also reported nodules on the lower face, cheeks and bottom area by nasolabial folds. Patient also noted the area was 'discolored, sort of bluish in color." Healthcare professional referred to the patient report of a "bluish, discolored area" as bruising. Patient stated that they still fell the nodules, and believes that they have increased since treatment of hyaluronidase. Patient stated the injecting healthcare professional believes it is an autoimmune reaction subsequent to a surgery done on the collar bone. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00334 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product. Juvederm ultra plus xc, also a device manufactured by allergan.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising, nodules and autoimmune reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause or these events. Device labeling addresses the reported events as follows: adverse events: "the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post market surveillance: "the following adverse events were rec'd from post-market surveillance for juvederm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports rec'd globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache." "Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvederm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess." "Serious adverse events have infrequently been reported for juvederm ultra plus (reported frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain." The onset of ecchymosis generally varied from immediate to 1 day post-injection. The treatment prescribed included nsaid's, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases ecchymosis resolved within a few days to 6 weeks. Additionally there have been reports of nodules, infection, and inflammation." "The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid's, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month."